Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. A root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion from the nozzle. There was no patient involvement.